Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. The vessels were slightly calcified, non-tortuous and severely diseased. It was reported that the patient presented to the emergency room approximately 10 days post stent graft implant due to severe back pain and loss of sensation in the lower extremities. The CT demonstrated that the stent graft had become occluded. After further examination the physician determined that there was a dissection in the supra renal aorta and the dissected flap had occluded the stent graft. The cause of the dissection is unknown. The final angiogram at the time of implant was reviewed by the physician and the results were successful with no endoleak present, no evidence of any dissection or perforation at that time. The physician stated that the patient had hypertension which may cause or contribute to the artery wall becoming dissected. The physician elected to remove the stent graft and the patient was successfully converted to an open surgical repair. It was reported three days post stent graft conversion the patient expired due to rupturing of a large hematoma in the patient's thoracic aorta artery. The explanted stent graft system was received by medtronic and the analysis is pending.

Manufacturer narrative:
Evaluation results: lack of info (explant analysis pending). Inherent risk of procedure (occlusion, death). Pt's condition affected effectiveness of device (severely diseased vessel and hypertension). Evaluation conclusion: lack of info (explant analysis pending). Device failure/lack of effectiveness related to pt condition (severely diseased vessel and hypertension).